Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable, "adjust belt or check belt" messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing, specifically the ECG fall off test. The cause for the failure and the reported alarms was isolated to an open along the white (drvn gnd) wire inside the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had a damaged cable and that a patient was receiving "adjust belt or check belt" messages.